Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose reading on the abbott diabetes care (adc) device compared to an unspecified reading obtained on an adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and self-treated with glucagon for the issue. Then the customer self-presented to the hospital and received unknown treatment from healthcare professional for the issue. Adc attempted to contact the customer for additional information but was unsuccessful therefore, details of the treatment in hospital were not provided. There was no report of death or permanent impairment associated with this event.